Manufacturer narrative:
The customer reported problem was not confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record for sn (B)(4) was performed from 02/21/2016 to 08/06/2020 and confirmed that this device was previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Case #: (B)(4). Case subject: npi 8100 error 242.4030 account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module 9.17.0.22 (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8100 module giving a 242.4030 error. Sn: (B)(4).